Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a na value of 107 and this value was reported outside of the laboratory. No units of measure were provided for the na assay. The sample was repeated at the request of the clinician, resulting in a value of 145. Another tube of the same sample was also repeated, resulting in a na value of 145. The 145 value was believed to be correct. The lot number and expiration date of the na electrode were requested, but not provided.

Manufacturer narrative:
The field service engineer changed valves, a gasket, tubing, and syringe seals. The ise probe and line were cleaned. A probe and gripper were adjusted. Calibration and controls were ok. The investigation determined the service actions resolved the issue.